Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was not functioning and exhibited high and unstable thresholds, no capture, low impedance, oversensing and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.